Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), after the perfusionist reset the system, the message went away. The fsr was unable to duplicate the issue, but he cleaned the peripheral component interconnect (pci) bus cable to ensure good connection. The unit operated to the manufacturer's specification.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a service message. There was no patient involvement.